Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver insulin during use, and when checked, it was found that the non-patient end had broken off. The following information was provided by the initial reporter, translated from japanese: "a nurse in the hospital ward performed priming; however, the drug solution didn't come out. Then, the nurse checked the product, the needle npe was missing. No needle was in the rubber part of the pen." Via bd investigation: "bdj confirmed that the np needle was broken."

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver insulin during use, and when checked, it was found that the non-patient end had broken off. The following information was provided by the initial reporter, translated from japanese: "a nurse in the hospital ward performed priming; however, the drug solution didn't come out. Then, the nurse checked the product, the needle npe was missing. No needle was in the rubber part of the pen." Via bd investigation: "bdj confirmed that the np needle was broken."